Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was frozen and would not respond. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer was frozen and would not respond as the programmer was first turned on. The programmer has been returned for repair. There was no patient involvement.